Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device had a ratchet handle issue. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on (B)(6) 2018 revealed that the calibration and test cut could not be taken due to the bent comb. The roller and gear had visible damage. The ratchet sent in was a (B)(4) ratchet instead of a (B)(4) ratchet. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, damaged comb, and gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the roller and gear had visible damage. The ratchet sent in was a 2195 ratchet handle instead of a 7701 ratchet handle. The root cause of the reported event could not be specifically determined with the information that was provided. During the initial inspection it was noted that the roller and gear had visible damage. The ratchet sent in was a (B)(4) ratchet handle instead of a (B)(4) ratchet handle. It is unknown with the information that was provided how this occurred. The issue was resolved with the replacement of the roller, damaged comb and gear. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device had ratchet handle issue. Investigation results revealed that the comb was damaged. No adverse events were reported as a result of this malfunction.